Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. All other tests revealed the device was functioning normally. No device malfunction was revealed.